Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose values of the patient is 350 mg/dl, 150 mg/dl, 100 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed for bent cannula. Customer also stated that infusion set cannula was bent. The product will not be returned for analysis.